Manufacturer narrative:
(B)(4).

Event description:
Pt's father reports critically low battery alert on tx (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was obtained after initial medwatch was submitted.